Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was admitted to the hospital for a cellulitis bacterial infection from the sterile strips used after the stitches were removed. The patient had developed an allergic reaction to the adhesive and spent 7 days in the hospital. The cellulitis has started to clear up.

Event description:
A report was received that the patient was admitted to the hospital for a cellulitis bacterial infection from the sterile strips used after the stitches were removed. The patient had developed an allergic reaction to the adhesive and spent 7 days in the hospital and was treated with antibiotics. The cellulitis has started to clear up.

Manufacturer narrative:
Additional information was received that the physician believed that the patient's symptoms were procedure related.

Manufacturer narrative:
Additional information indicates that the patient underwent an explant procedure due to infection. The patient is reportedly doing well. Explant date: (B)(6) 2012. Devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was admitted to the hospital for a cellulitis bacterial infection from the sterile strips used after the stitches were removed. The patient had developed an allergic reaction to the adhesive and spent 7 days in the hospital and was treated with antibiotics. The cellulitis has started to clear up.

Event description:
A report was received that the patient was admitted to the hospital for a cellulitis bacterial infection from the sterile strips used after the stitches were removed. The patient had developed an allergic reaction to the adhesive and spent 7 days in the hospital and was treated with antibiotics. The cellulitis has started to clear up.